Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the access site bleed could not be determined. The instructions for use referenced in the initial report is for the impella rp with smart assist system with automated impella controller in section: warnings and cautions.

Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use state the following: ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound. ¿be sure that the stopcock on the repositioning sheath is always kept in the closed position. Significant bleed back can result if the stopcock is open.¿ ¿make sure there is no bleeding at the transition from the repositioning sheath to the femoral vein. Close and dress the wound.¿

Event description:
A publication was shared with abiomed ¿ benefits of a novel percutaneous ventricular assist device for right heart failure: the prospective recover right study of the impella device. The publication contained a retrospective review of 175 total patients screened for 30 patient enrollments in recover right. The publication stated bleeding was the most prevalent adverse event in the study. Device-access related bleeding was observed in one patient. Bleeding during insertion of the device was low (93% of the patients lost 100 ml of blood for the combined introducer sheath placement and the impella rp insertion).